Event description:
It was reported the monitor was unable to power on. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. Also, another potential adverse event was noted where there was a failure of the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power issue was due to the main board failure. The root cause for why the main board failed was not identified. Olympus will continue to monitor field performance for this device.